Manufacturer narrative:
The customer declined the option to have their glidescope titanium lopro t3 returned to verathon for evaluation. Since the device was not returned to verathon, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, the image went to colored lines and "did not work". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.